Event description:
The event occurred on unknown date involving a plum 360 pump where it was reported that the pump was possibly pumping faster than it was programmed. There was patient involvement but no patient harm reported. No additional information was provided.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.